Manufacturer narrative:
Patient weight, and ethnicity and race: unknown as information was asked but not provided. Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint; however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was noted to be defective when released from the syringe into the patient's ocular dexter (right eye); the iol has a portion of the lens missing. The doctor cut out the lens and replaced it with the same model and diopter lens; there was no harm to the patient. No further information was provided.